Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that error message: 2703, out of range. Caller stated patient's aid reported the issue today and that this code was seen initial interrogation of the implantable neurostimulator (ins) this morning. Reviewed meaning of out of range and what to look at for troubleshooting (ie. Impedances or changes to impedances). Caller indicated patient was having issues with keeping ins charge and return of symptoms but that seems to have resolved once patient started charging more frequently. Discussed options for troubleshooting via distance as rep unable to get to patient. Redirected to hcp. Rep later called back informing that they were able to connect to the ins without the warning message. MRI code shows that there was an open circuit detected and that approved therapy settings are listed as undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the healthcare provider (hcp) did an impedance check and programmed around the segment to resolve the issue. The results were not shared with the manufacturer representative (rep). Cause remained unknown. No further action is planned at this time. This information was provided from the hcp via the patient.

Event description:
Additional information was provided by the company representative indicating that the cause of the ¿out of range, open circuit¿ warning was not determined, impedance has not yet been confirmed, and no conclusion was reached on contributing factors. The rep stated that values were within normal limits at replacement and added that the patient may have had a fall. The plan is to follow up with the healthcare provider on wednesday february 4, check impedance with the clinician tablet, and proceed based on findings; the issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.